Event description:
It was reported by a customer on (B)(6) 2011, during the procedure, the laser system had an error message code 171 that occurred. Per a conference call between the customer and american medical systems technical support, the laser's power was set at 80w and then to 100w; the power setting may have been running at 90w. Per technical support, it was advised to have the settings no higher than 100w to finish the procedure.